Event description:
The customer reported the ventilator alarmed vent inop when it was turned on for setup. The device was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported codes that indicated an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Pse advised the biomedical engineer replace the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable for the reported problem. The biomedical engineer reported the pcb board and cable were replaced as advised and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.